Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Product ID: 8703w, lot# l53966, implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated catheter replacement occurred on (B)(6) 2018. The patient now had a patent catheter for drug delivery. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the old catheter was tied off and remained in the patient. A new catheter was implanted. No further information was provided.

Manufacturer narrative:
Continuation of concomitant products: product ID 8596sc, lot# serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8703w. Lot# l53966, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-nov-2016, UDI#: (B)(4) ; product ID: 8703w, serial/lot #: (B)(4), ubd: 22-jun-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 20 mg/ml; 12.596 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient reported an increase in pain with his pump medication. No withdrawal symptoms were reported. The patient reported no injuries or falls. The provider refilling the pump did not want to increase the pump dosing until a dye study had been completed. A dye study was performed on (B)(6) 2018 at 4:00pm central. Prior to injecting the dye, the provider used the catheter access port (cap) to aspirate cerebrospinal fluid (csf). The provider was only able to aspirate 0.25cc of csf from the catheter and felt some resistance. Dye was injected into the catheter and could not be seen anywhere including the catheter tip. The catheter tip was located in the thoracic region. The catheter was flushed with normal saline(ns) and the patient was being scheduled for a catheter revision. Patient status was alive - no injury. The issue was not resolved. Patient weight was asked but unknown. Medical history was chronic back pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient was scheduled for a catheter revision on 2018-(B)(6). The manufacturer representative would updated on device return status once information is made available.

Manufacturer narrative:
Aware date and g4 date corrected for previously reported information. Aware date was actually 2018-nov-06. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated they were told the patient did not have cerebrospinal fluid (csf) at the catheter study. The issue was resolved at the time of this report. Other medications the patient was taking at the time of the event was unable to obtain, not available. No further complications were reported/anticipated or expected.